Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip, had excessive defective syringes. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: b.2. Event attributed to: other. D.8. Device single use?: no. H.3. Device returned to manufacture: yes. H.6. Investigation summary: two photos received for investigation, upon evaluation the product is stained with ink. Additionally, physical samples are received from the customer where the following defects are observed: 8 with deficiency in the print quality of the blister, 1 empty package, 1 stained inside with ink, multiple product in one package (2) with damaged syringes. DHR: furthermore, the lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. Probable root cause: multiple product in one package (2) with damaged syringes lack of verification - it has a sensor to ensure product outside of package, sends a visual alarm thus stopping the machine until the operating personnel makes the necessary adjustment and can re-start the operation. Package empty. Lack of verification- it has a vision camera to ensure that the product is present in the package. Package print permanency. Lack of verification-it has a sensor for the presence of the label. Foreign matter-ink. Bolt misalignment- causing the ink spill.

Event description:
It was reported that before use of the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip, had excessive defective syringes. There was no report of exposure, serious injury or medical intervention.